Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
Recalibration of 9.6 mmhg was performed during an rhc procedure, the rhc was for reasons related to the sensor. This is considered a reportable event as the physician is performing intervention to prevent death, permanent damage or serious deterioration in the state of health.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.